Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.

Event description:
Customer received result of 290 mg/dl on the aviva system, and a result of 112 mg/dl on a professional system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however product will not be returned; replacement was sent.